Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informational information was received from patient. They reported that it was incorrect or that they were incorrect. They stated it was normal recovery symptoms. Issue had been resolved. The leaking and urgency has been resolved as much as expected since increasing stim level. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a loss of therapy stating that the last three days they have had leaking and when they had to go, they had to go. The day prior to the report, patient leaked three times. Patient mentioned that when they first got it, they were almost sleeping through the night and not leaking during the day. They did increase stimulation and felt it at the incision site of the ins. They stated that the incision site still hurt. During call, patient synched and showed stim was on at program 4 at 0.5v. They were able to change and adjust stimulation, so they increased it to 0.6v but didn't like it higher because they would be more aware of the stim. Reviewed patient to give it a couple of days and if symptoms didn't resolve, for them to call back for adjustment or further discuss with healthcare professional (hcp). No further complications were reported or anticipated.